Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock. Review of the egm revealed noise. The patient reported doing some strenuous activity the night before. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and no anomalies were found.